Event description:
Defibrillator pads were applied to patient and were going to be used as initial assessment of rhythm; however, pads did not pick up rhythm. All pads removed from all crash carts and taken to materials management for product defect return. Two sets defibrillator pads did not function correctly. They were adult quick combo pacing/ defibrillation/ECG electrodes made by physio control. FDA safety report ID# (B)(4).